Event description:
One amphirion deep pta balloon catheter was used to perform revascularization of the right leg. Device was successful; however, it wa s reported that during revascularization, a dissection occurred. The dissection was left untreated. It was reported that approximately 10 days post revascularization, amputation of digit 1 of the right foot was required due to wound healing disorder. Investigator reported that the amputation was due to worsening of patient pre-existing condition and not related to the study device. Patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).

Event description:
The amphiprion balloon was used to treat the right anterior tibial artery. Revascularization with pta and stenting of the right anterior tibial artery was performed again approximately 12 months post index procedure due to stenosis. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Results: restenosis requiring reintervention. Conclusions: restenosis requiring reintervention. (B)(4).